Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Stent strut rows 1-6 from the proximal end of the stent were damaged and deformed. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed; the distal balloon cone was folded. The proximal balloon cone was creased, this most likely occurred when the stent was damaged. A visual and tactile examination of the hypotube revealed a kink at approximately 120mm distal from the distal end of the strain relief. An examination of the shaft polymer extrusion found a kink within the midshaft at approximately 30mm distal to the hypotube/midshaft bond. The distal end of the shaft polymer extrusion was bunched from 200mm distal of the port bond to the proximal markerband. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-apr-2017. It was reported that crossing difficulties were encountered. The 83% stenosed target lesion was located in the left anterior descending artery (lad). A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.